Event description:
The consumer alleges at the time of the incident, the unit allegedly below a fuse when they were in an upright position and the consumer allegedly strained herself. Allegedly there were cnas present. The resident was allegedly stuck in the upright position and could not continue to support herself and started to slip. Allegedly the cna was holding the resident which caused pressure on her belly. The cna was pregnant. The cna allegedly lost her baby. The cna was allegedly (B)(6) pregnant.

Manufacturer narrative:
RMA has not been initiated for this event. The lift has been sequestered at this time. Model number rps350 serial number/date code (B)(4) is 9 years and 1 month of age. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warning, cautions, and instructions for safely using the device. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's age, height, and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer could not confirm if the patient did have weight bearing capacity as required to use the stand-up lift.